Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event and began treatment with ceftazidime (1 g daily, route not reported) and vancomycin (2 g daily, route not reported). At the time of this report, the patient was recovering from the peritonitis with ongoing treatment. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.